Manufacturer narrative:
Based on the claim against the product by the customer noting that the instrument broke during the procedure, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.211" x 0.633" was found to be broken off and was not returned. The instrument was also found to have a frayed grip cable at the distal end.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the cadiere forceps instrument tip broke during the procedure, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. As of the date of this report, the instrument has not yet been returned for analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the tip of the cadiere forceps instrument broke during the procedure. It is unknown if any fragments fell into the patient. The procedure was completed with a backup instrument, with no reports of patient injury. Intuitive surgical inc.(isi) followed up with the initial reporter and obtained additional information. The instrument did not collide with any other instruments or tool during the procedure. A fragment did fall inside of the patient but was retrieved during the same procedure.